Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. However, the customer was unable to provide the fill estimate value observed. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. Blood glucose level was 400 mg/dl.